Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the greenfield filter was required post a hysterectomy procedure. On (B)(6) 2017, the patient received a CT examination of the abdomen without contrast. Findings revealed that the filter was in place. The top of the filter is at the level of the l2-l3 disc space. The filter is slightly tilted in the inferior vena cava and the prongs of the filter appear to extend slightly outside the wall of the inferior vena cava.